Manufacturer narrative:
The investigation of the reported failure mode has been completed. Ventricular fibrillation/ tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient after an impella cp was inserted and once on support went into ventricular tachycardia/ventricular fibrillation and was shocked twice. The impella support continued until successful weaning and the patient survived.